Event description:
Caller states the patient tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 10.9 inr. Patient's doses of coumadin and lovenox were held for two days based on the meter result. No adverse event reported. Requested return of suspect system, however, caller no longer has the test strips; replacement was sent.